Manufacturer narrative:
The subject device referenced in this report has not yet been returned to olympus for evaluation. Therefore the exact cause of the reported event could not be conclusively determined at this time. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
During a ligation of polyp of sigmoid colon, the subject device was used. In the procedure, the wire broke in the handle after the polyp was removed and the loop was released. The user disassembled the handle and removed the wire with a pair of scissors and a cannula. The intended procedure was completed without replacement of the device. There was no patient injury reported.

Manufacturer narrative:
This supplemental report is submitting to correct "device product code".

Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The operation pipe inside the handle was kinked and broken off. The manufacturing record was reviewed and found no irregularities. Loop was released in the tube sheath. The slider was pushed with a strong force many times to remove the loop, and the operation pipe kinked and finally broke off. Based on the similar cases in the past, it was known that the loop was unable to release because the loop was caught between the hook and the coil sheath after the instruction manual of the device has already warned as follows; when removing the hook from the loop, confirm on the endoscopic image that the coil sheath is extended from the tube sheath. Otherwise, the loop may get stuck inside the instrument. Do not remove the loop from the hook while the coil sheath is not extended from the tube sheath. Otherwise, the loop may be tangled with the hook and become impossible to be removed.